Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two days post implant of an right ventricular (rv) lead the patient experienced symptomatic fluttering. It was also reported that the rv lead exhibite undersensing and a possible capture issue. It was also reported that the rv lead had dislodged. X-ray confirmed the dislodgement. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.